Event description:
It was reported that there was premature battery depletion on the device and there was high threshold on the right atrial lead. The device was removed and replaced, and the lead was partially removed, capped, and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) analysis of the device revealed normal battery depletion.